Manufacturer narrative:
Baxter is in the process of inspecting the progressa bed. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that progressa frame bed exit function was not alarming. There was no patient injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The progressa bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa bed is intended to provide a patient support to be used in health care environments. The progressa bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. During on-site inspection, baxter technician tested of nurse call and bed exit alarm and found working it all to be working properly. The bed exit alarm was not set, user error. The device malfunction of bed exit not setting would be visible to the end user. Both audible and visual indicators will be visible to the user by indicating the bed exit is not set. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
Baxter received a report stating that progressa frame bed exit function was not alarming. There was no patient injury, medical intervention, symptom, or adverse event reported.